Manufacturer narrative:
H3, h6: the device was returned for root cause analysis and the investigation findings concluded after visual inspection, functional testing, and event history log (ehl) review, the customer problem was duplicated. The pump was found in overall good condition. The cause of the customer reported problem was the downstream occlusion (dso) pressure was too low at 5.9 pounds per square inch (psi). Service history review identified there was no indication that the complaint was related to a service of the device within the review period. The manufacturer representative calibrated the dso/upstream occlusion (uso) sensors, and the pump passed all functional tests and performed as intended after repair.

Event description:
It was reported that the device was not allowing prime as there was a downstream occlusion alarm with no occlusion in the line. There was patient involvement, but no patient harm/adverse event reported.